Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. On the same day, the patient was hospitalized for the event. The patient was treated with unspecified medication (route, dose, frequency, and duration not reported) for peritonitis. The outcome of the event is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.